Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at blue screen. The technical support specialist reinstalled remote support service agent 4.12 and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system stuck on blue carefusion screen and application not launching. The customer added that the user unable to log in to retrieve medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station stuck on blue screen. The technical support specialist reinstalled rss 4.12 and rebooted the station to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system stuck on blue carefusion screen and application not launching. The customer added that the user unable to log in to retrieve medication to patients. However, there were no adverse events or injuries reported based on this event.